Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 20-oct-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for other chronic/intract pain (trunk/limbs) and spinal pain. Information was reported that the caller was calling to ask because the patient had their system explanted, but the patient claimed that a component remained implanted. The patient claimed that the ins and leads were removed, but there is a clip on a vertebrae that couldn¿t be removed. The patient claimed that they may need to do an additional incision to remove that component later. The reason for the call was to ask how the clip would affect the patient's eligibility. The caller called back and obtained the op notes from the ins/lead explant and provided additional information about the clip left implanted. The caller read from the notes that the patient was to have the ins and lead removed, but there was a "small complication" approximately 1 cm of the small electrode was maintained in the subcutaneous tissue after the procedure. The caller stated the patient needs a cervical scan. The labeling regarding abandoned components and that we would not recommend scanning. No further complications were reported. No additional patient symptoms were reported.